Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient programmer displayed an end of service error and patient lost therapy. Surgical intervention may be pending.